Manufacturer narrative:
Skin infections and abscesses are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside the USA, in spain. On (B)(6)2023, an injector from spain notified us of an adverse event. According to the information received, a patient was injected on (B)(6)2022 with 1.2ml of teosyal rha 4 in the nasolabial folds (0.4ml), in the marionette lines (0.2ml), in the perioral area (0.2ml) and in the suborbicularis oculi fat (soof) (0.4ml), with a retrotracing technique. Approximately 5 months after the injection, on (B)(6)2023, the patient complained about a discomfort on the left side of the face, in the marionette lines, with a small nodule that began to inflame. The same day, the patient went to the hospital and was hospitalized until the (B)(6)2023. She reported that she had been experiencing a progressive swelling of the upper lip with low response to treatment for 15 days. At that time, she was taking non-steroidal anti-inflammatory (enantyum), corticoids cream (celestoderm cream 30mg) and antibiotic (augmentin 1/8 hours). During her stay at the hospital, an abscess was diagnosed in the left upper lip with an important inflammation. As treatment, she received intravenous antibiotics (augmentin) and intravenous corticosteroid anti-inflammatory. She was also prescribed : corticoids anti-inflammatory (deflazacort 30mg 2/day), antibiotic (augmentin 875/125mg, 1/8 hours), non-steroidal anti-inflammatory (enantyum). On (B)(6)2023, the patient came back to the ER (emergency room) and underwent a tac (completed tomography scan), following which a facial cellulitis was diagnosed in the left nasolabial fold and malar area without bacterial colonies. The patient was recommended to pursue the medication course, in addition with a gastric protector (omeprazole). On (B)(6)2023, the injector reviewed the patient and noticed a swelling and an erythema in the area near the left corner of the mouth, with pain on palpation, that improved with medication. The injector recommended the patient to consult her general practitioner for follow-up and to change the current antibiotic to another one (moxifloxacin 400 mg/day) and to continue with the corticoids anti-inflammatory (zamen, deflazacort 30mg 2/day) for 4 days, and then to decrease the regimen. From (B)(6)2023 to (B)(6)2023 the patient was hospitalized due to the cellulitis on her face. A facial ultrasound was performed, and very small traces of hyaluronic acid were observed. As treatment the patient received hyaluronidase ((B)(6)2023) in the indurated area in the left buccal commissure and nasolabial fold. The patient was taking antibiotics (cefalexin (B)(6)2023) and corticoids anti-inflammatory (zamen, deflazacort 30mg 2/day). The patient was discharged on (B)(6)2023 but came back the following day, on (B)(6)2023, and was administered intravenous antibiotics and corticoids in the emergency room. The hospital reported that when she was discharged, her situation improved and her face was well-deflated. However later the same day, the patient reported that the area began to swell and hurt again. On (B)(6)2023, the injector reviewed the patient and reported two indurated nodules, smaller than before in the nasolabial folds and commissure, and a nodule in the medial suborbicularis oculi fat (soof). She had an erythema in the area near the left corner of the mouth, with pain on palpation. The patient received injection of hyaluronidase (750iu) in those 3 areas (250 iu per area). In addition the injector recommended the following medical treatment plan : - salt water mouth rinses - local cold - antibiotics (moxifloxacin 400mg/day) for 21 days - corticoids anti-inflammatory (dacortin 30mg 2/day) for 5 days, then tapering regimen. On (B)(6)2023, the patient was reviewed and her situation presented some improvements. Small nodules in the left groove could be palpated, in which the injector injected hyaluronidase (250ui). The injector advised to maintain the regimen of antibiotic (moxifloxacin 400 mg) and decreasing corticoids anti-inflammatory (dacortin). The injector reviewed the patient on (B)(6)2023 and the situation improved ; no nodules were palpable but only one little numb tissue remained in the left groove. The injector maintained the medication course. During the review on (B)(6)2023, the patient presented with small nodules sensitive to palpation on the left marionette lines and left medial suborbicularis oculi fat (soof). A painless nodule appeared on the right marionette line on (B)(6)2023. As treatment, the patient received hyaluronidase injection, 500iu to the right side, and 250iu to the left side. Then, on (B)(6)2023, the patient was reviewed and presented with nodules sensitive to palpation in the left marionette line, in the upper lip and in the left medial suborbicularis oculi fat (soof). In the right marionette line, the nodule decreased in size and was not painful. She received hyaluronidase injection : 100iu to the right side and 600iu to the left side distributed among nodules. From (B)(6)2023, the regimen of antibiotic (moxifloxacin) had been maintained and regimen of corticoids anti-inflammatory (dacortin) was increased. On (B)(6)2023, the injector reported some painless fibrous tissue in the left marionette lines and in the upper lip. In the left medial suborbicularis oculi fat (soof) there was an oedema and a nodule sensitive to palpation. Therefore, the patient received an injection of hyaluronidase (300iu) in this area. In the right marionette line, the nodule decreased in size. The patient came to the emergency room on (B)(6)2023 since the left side of her face and her left lip was very swollen during the previous evening and in the morning. While waiting in the emergency room, the oedema subsided. On examination, she presented with a swelling in the left groove, left upper lip and medial suborbicularis oculi fat (soof) sensitive to palpation. A granuloma was diagnosed in the left nasolabial fold. The patient was recommended to follow her medication and apply protecting cream on her lips and cold if the oedema re appeared. The patient was discharged the same day. On (B)(6)2023, our local medical expert contacted the injector for medical support. The injector informed that the patient did not want to follow the medical prescriptions. However on (B)(6)2023, we were informed that the patient eventually decided to take the following treatment : antibiotics, corticoids, omeprazole and probiotics. According to the follow-up information received on (B)(6)2023, the patient received hyaluronidase injections and was evolving favourably. The patient's symptoms evolution are monitored.